Event description:
It was indicated in about the last 6 months patient had had urinary problems, urinary tract infection (uti)'s and was diagnosed with interstitial cystitis after her gynecologist did a cystoscopy. The patient wanted to know if the neurostimulator implant could have done anything to cause her bladder problems. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient had several urinary tract infection since implant. The patient went to an urologist gynecologist and had several treatments right into the bladder but no change. Then health care provider did a cystoscopy on (B)(6) 2014 and found out that patient had interstitial cystitis and was very painful with no cure. The patient indicated that the "device may have caused by physician." Was unclear what was meant by this statement.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v838979, implanted: (B)(4) 2011, product type: lead. (B)(4).